Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) returned a silent nite 3d device with a broken upper right anchor. Additional information received reported that the 68-year-old female patient did not experience any injury or adverse outcome as a result of the reported event. No medical intervention was required. It is unknown if the patient was wearing the device when it broke, when the event took place or when the patient stopped using the device.